Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the rewind was slow. It was also reported that the patient experienced a blood glucose over 250 mg/dl, but less than 500 mg/dl without symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: the black box showed no evidence of a motor error. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. During testing, load step functions were executed with no issues observed. The motor was able to fully rewind and there was no debris observed inside the cartridge compartment. The pump case was removed and no additional moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.